Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis. At the beginning of the procedure, the physician utilized the ultrasound catheter to evaluate the pericardial space. At that time, the physician noted a small, trace pericardial effusion before any other catheters were opened. The procedure continued. The physician also noted that immediately after the transseptal puncture was performed a trace unchanged pericardial effusion was noted when checked again with intracardiac echocardiography (ice). At the end of the case, after the pulmonary vein isolation (pvi) and cti ablations had been performed, the pericardial effusion was checked again with the ultrasound catheter and ice and was noted to be larger in size and no longer ¿trace¿. The physician performed a pericardiocentesis procedure. The medical team noted that 80 ml of fluid was removed from the patient's pericardial space. The patient was in stable condition and was being admitted into the intensive care unit for observation. The physician did not feel that any bwi product malfunction caused this event. The physician felt that the patient¿s anatomy made the cavo-tricuspid isthmus (cti) ablation more difficult than usual. The physician noted that a large pouch on the cti (visualized on ice) made the cti ablation difficult. No significant sudden increases in force were recorded during the cti ablation. No evidence of a steam pop during the cti ablation was observed or recorded. After the pericardiocentesis procedure was performed the physician concluded that the patient was in a stable condition. The physician noted that the patient being sent to the ICU for overnight observation following the case was simply out of an abundance of caution. No error messages observed on biosense webster equipment during the procedure. Patient is fully recovered. The patient did not require extended hospitalization beyond the norm for this lab. After the pericardiocentesis procedure was performed the physician concluded that the patient was in a stable condition. The patient was held overnight for observation; however this is typical practice in this hospital¿s ep (electrophysiology) lab for any patient who has an afternoon case that ends after 5 pm (as was the scenario for this patient).